Event description:
It was reported that this implantable device reached end of life (eol). In addition, patient reportedly in emergency with rates in the 30's. To date, the device remains in service. No adverse patient effects were reported. Additional information indicated that local representative mentioned and would like to know when the fault code was triggered. Additional information indicated that the device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Also, patient's experienced bradycardia before generator change. The device was explanted due to normal battery depletion (nbd).

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.